Manufacturer narrative:
The patient was born on an unspecified date in 1978. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics which were discontinued one day prior to receipt of this report and the same day, the patient was transferred to hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined to provide further information.